Manufacturer narrative:
Customer compared test results between two tests, ihealth test showing positive and pfizer test showing negative. False positive was for influenza b. The pfizer covid-19 & flu is a home test, the customer did not conduct lab molecular testing. The manufacturer retested the lot (242cf10814) with flub negative samples, no false positive for flub were detected.

Event description:
Event details: customer is claiming false positive because they tested positive for flu b using the ihealth flu a&b/covid-19 3-in-1 rapid test and negative using a lucira by pfizer covid-19 & flu home test. The tests were taken around (B)(6) 2025 at approximately 8:15pm est about 15 minutes apart.